Event description:
Customer was hospitalized for high bgs. Bgs were high in the morning and continued high through out the day. Customer's relative stated the customer changed the infusion set twice that day. Once early in the day when customer couldn't bring bgs down with bolus from pump and again late in the afternoon when customer received a no delivery alarm. The customer did not give self manual injections per two high bgs rule. Md believes the pump is not delivering proper amounts of insulin. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Doctor recommended discontinuing the pump use and reverting to manual injection until replacement arrives.